Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the hemopro failed to deactivate and smoke was observed in the tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The device will reportedly not be returned to the factory for evaluation.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. The following corrective action has been taken to address the solder flux issue: maquet has revised the work instruction for the soldering process (B)(4)/ handle assembly (B)(4) to add enhanced visual inspection to the soldering points and the switch contamination with flux. Maquet cardiovascular llc has initiated recall (B)(4) to address this failure mode. The FDA (B)(4) district recall coordinator has been advised. A notification letter has been sent to this customer. (B)(4).